Manufacturer narrative:
Sc-3400-30 sn: (B)(6). The returned splitter was analyzed and showed that cables were fractured near one of the proximal ends. With all the available information, boston scientific concludes the reported event was confirmed. The lead got kinked after the rigid proximal ends resulting in the cable fractures when excessive force was exerted onto the lead which caused the reported patient experience. Thus the probable cause was traced to component failure.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator revision procedure wherein a splitter was replaced and resolved four out of five contacts with high impedance. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator revision procedure wherein a splitter was replaced and resolved four out of five contacts with high impedance. The patient was doing well postoperatively.